Manufacturer narrative:
Corrected information was updated in d9 (date device returned to manufacturer). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D9: updated the devices return information. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3. The root cause of the "impella defective" alarm was not determined due to the inability to reproduce an intermittent communication issue between the automated impella controller, and the pump.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a female patient presenting with cardiomyopathy, scai shock stage e. During preparation for insertion, the care team inserted the white plug into the impella cp catheter, and the aic displayed a ¿defective¿ message, instructing users to ¿replace the catheter.¿ a second impella cp was prepared, but upon inserting the white plug, the same ¿defective¿ message appeared again. Instead of opening a third impella cp, the team switched to a different aic, connected the second impella cp, and the system completed the startup sequence normally. The device was successfully implanted and was supporting the patient at the time of reporting. The reported events include controller failure, device revision or replacement, and hemodynamic instability. The aic will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
D1/d2 updated; adverse event removed. H1 updated. E2343, f1905, and a1102 removed from h6. The investigation is still ongoing.